Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, the active blade broke during the first case. No patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.